Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced pain, redness and swelling around the incision site. It was also reported that the patient had an elevated body temperature. These reported signs are indicative of infection. There were no additional adverse patient effects reported. The ra lead remains in service.